Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified failure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation is complete. The reported problem was identified during the event history log review as system error 2279. Visual inspection was performed with no issues noted. Full functional testing, electrical safety testing, calibration and simulated therapy was performed with no defects or malfunctions noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.